Event description:
On 11/16: customer reports after the completion of a cardiac cath procedure, the j-bow arm separated from the spring arm and fell. There was no reported injury to the pt or staff.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.